Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds and low impedance noted on the right ventricular (rv) lead. This rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.